Manufacturer narrative:
Device eval summary: device eval of electrode belt (B) (4) has been completed. The reported problem was confirmed. Upon inspection, it was found that the trunk cable and the cable from ECG c to the distribution node has a cut in the outer insulation exposing wires. When these cables are flexed, it causes the front to back channel to create noise. The pt's download also reveals arrhythmia alarms caused by noise. The root cause of the noise was due to the damaged cables. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.

Event description:
A (B) (6) male pt contacted zoll lifecor customer support to report damaged wires on his electrode belt and that the was receiving alarms. The pt received a replacement electrode belt.